Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4); however, the customer has indicated that, "smaise connector not passing fluid" no material number was available. The lot number provided was incorrect. No further information was available to assist the investigation in this instance. In this instance, the lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Event description:
No additional information.

Event description:
It was reported that on (B)(4) at 8:00 am, the assigned nurse attempted to insert an IV catheter. During the procedure, the soft needle and steel needle advanced into a vascular bifurcation, resulting in unsuccessful puncture and causing vascular injury to the patient. The IV catheter was subsequently replaced.

Manufacturer narrative:
Correction: (b.5.) Description of event. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was occluded. The following information was provided by the initial reporter, translated from chinese to english: smyser joints do not leak fluid.